Event description:
Patient removed devices bilaterally due to non specific systemic symptoms. Symptoms include: dry eyes, acne, joint pain and numbness, memory loss, pain, and shortness of breath. This report represents the left side device.